Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging an issue with missing test strips from her onetouch verio test strips vial ((B)(4)). The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 at 4pm. The patient does not take medications to manage her diabetes. It is not known if the patient made changes to her usual management routine. A couple minutes after the start of the alleged issue, the patient claimed she felt a symptom of stress. The patient denied receiving medical treatment. The alleged issue was not resolved at the time of troubleshooting. Replacement test strips were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient's reported symptom of ¿stress" does not meet lifescan's criteria for a serious injury. The patient also denied receiving treatment as a result of the alleged issue. However, this complaint is being reported because the alleged product issue remained unresolved.